Event description:
It was reported via voluntary medwatch (B)(4), that post-drug eluting stenting treatment procedure, non-st elevated myocardial infarction (nstemi) and stent thrombosis occurred. The patient previously had a taxus liberte 3.0x28mm stent implanted in the saphenous vein graft (svg) to the right posterior descending artery (pda). In (B)(6) 2010, the patient presented with nstemi and angiography showed the svg to the right pda was completely occluded in the mid segment with visible thrombus. A non-bsc thrombectomy catheter was used to make two passes through the thrombus and then an apex 3.05x40mm balloon was used to make overlapping inflations at the lesion site. Finally a taxus liberte 3.0x24mm stent was deployed in the distal portion of the graft. Additional dilatation was performed on the previously placed stents. The patient was treated with asa, plavix, heparin and integrilin in the hospital and then discharged on asa and prasugrel. No further patient complications were reported.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).